Manufacturer narrative:
The caregiver reported the events of recurrent cloudy effluent, abdominal pain and diarrhea began on an unspecified date in (B)(6) 2017. The patient reported the event of abdominal infection began "in last three months". (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in an abdominal infection, which was manifested by recurrent cloudy effluent, abdominal pain and diarrhea. The physician reported the breach in aseptic technique was due to improper operation. The caregiver reported the cause was a cold, due to season change. It was not reported if the patient was hospitalized for the peritonitis event. One month prior to receipt of this report, the patient was treated with intraperitoneal (ip) with cephalosporin and ip gentamicin for the event. Dianeal therapies were ongoing. At the time of this report, the patient reported the outcome as recovered; however, the caregiver reported the patient was not recovered from this peritonitis event and antibiotic therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide further information.